Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen went back and the user was unable to sign in. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) was unable to recreate the error. The half height matrix sub-drawers 2.1 and 2.2 were responsive, and all cabling was found to be in good working order. Zip ties were replaced, and the flex pyxis bus power cable was checked, with all connectors and cables verified as secure and undamaged. Customer and pharmacy staff were also unable to recreate the issue. All drawers functioned properly, with no cable tension, fraying, or retractor issues observed. The system functioned as intended after the field service engineer investigated the device.